Manufacturer narrative:
Pump was received with frozen display after battery changed. Unable to determine the root cause, problem isolated to electronic assembly. Unit was received with broken off belt clip rails. The p-cap locks properly into place.

Event description:
Information received by medtronic indicated that the insulin pump was no longer working. Customer stated that insulin pump caught a little crack and a little chip at the lower left back section of it. No harm requiring medical intervention was reported. The device will be returned for analysis.